Manufacturer narrative:
Technical support advised the user facility biomedical engineer (biomed) to replace the tee fitting.

Event description:
It was reported that during the use of the device for a non-clinical activity, the cooler heater unit was leaking at the tee fitting near valve #6. Perfusionist (ccp) noticed the leak when machine was just sitting in the pump room. There was no pt involvement.